Manufacturer narrative:
(B)(4). Weight is unknown, operative report states he is significantly overweight. Concomitant medical products: unknown head ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Unknown liner ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09319, 0001825034-2018-09323, 0001825034-2018-09324.

Event description:
It was reported that patient underwent left hip revision approximately 4 months after the second revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g4; g7; h1; h2; h3. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028 - 2020 - 00058.

Event description:
No further information available at this time.